Event description:
It was reported that during a percutaneous coronary intervention (pci), the physician had difficulties retrieving an imaging catheter. The target lesion was 95% stenosed and severe calcification with moderate tortuosity in the left anterior descending artery (lad). The lesion was ablated by a rotablator device, and the intravascular ultrasound (ivus) was completed without any problems. A stent was placed. Post stent ivus was again performed and confirmed stent malposition. When attempting to remove the imaging catheter from inside the pt, the catheter became stuck in the proximal portion of the stent. The physician pushed the catheter to distal, and the catheter was successfully released. The procedure was completed and the pt is reported to be in "good" condition.